Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The microcatheter and guidewire used with the guidewire was not returned. The guidewire was also bent on its distal nitinol section and proximal section, likely due to handling. Functional testing could not be performed due to the damaged condition of the returned device. During the analysis of the returned device, it was revealed that the ptfe was peeled/scraped off on several places along its proximal section of the guidewire. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The ptfe coating could have been scraped off of the guidewire with torque device; however, because the torque device was not returned with the guidewire, the cause of the ptfe peeling cannot be definitely determined.

Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling. No consequences to the patient were reported.